Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer on ensuring to not disconnect at the t:lock. Customer's blood glucose level was 261 mg/dl. Reportedly, the customer primed the infusion set tubing to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim x2 with control-iq user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)."